Event description:
As reported by hospital, event took place during a pci procedure with a lesion of 75% stenosis at lad mid. When the handle of the inflation device was rotated during balloon inflation, the pressure gauge did not register an increase. The balloon did not rupture and there was no patient injury. The inflation device was replaced and the procedure was completed without complications . The used device has been returned for evaluation.

Manufacturer narrative:
Although the used inflation device has been returned, it has not been evaluated by the manufacturer and a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.